Manufacturer narrative:
Subject device is an instrument and is not implanted/explanted. Device has been returned. Investigation is ongoing. Device history record review has been requested.

Event description:
During a right-side femoral im nailing, the reamer head "shredded". Fragments of the reamer flute and tip were not able to be retrieved and were left in the patient. No further treatment is anticipated, the surgery was completed successfully.